Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device, failure analysis will be submitted as a follow up report.

Event description:
It was reported that during a surgery in the ear canal and middle ear, the reference electrode was cut. Therefore, the patient was reimplanted on (B)(6) 2012.